Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory telemetry operations were normal. The device was returned with the header detached. Probes were used to probe the header wires in order to test the pacing and sensing, it was confirmed that the device paced and sensed normally. All impedance measurements were stable and normal.

Event description:
Boston scientific received information that this patient was admitted to the hospital due to a normal device replacement procedure due to normal battery depletion. Upon extracting the device, the header of the device separated from the device. No pacing was delivered but the patient had an intrinsic rhythm. A new device was implanted. The explanted device will be returned. No adverse patient effects were reported.